Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with their general practitioner (holland house surgery, victoria st, lytham saint annes fy8 5dz, dr slown) with an infection that developed at the infusion site (leg) while wearing the pod between 37 and 48 hours. The site was reported to be red, painful and have a ¿big bump¿. The patient was treated with unspecified antibiotics. The pod has been discarded.